Event description:
It was reported that xray switch early release errors were received, this caused the patient to be re-exposed. It was determined that xray switches needed to be replaced. Once the xray switches were replaced the system is working as intended.